Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent an unspecified surgery in which peri-strips were used. During use, the stapler jaws (non- baxter) would not open and as a result, ¿the patient's tissue tore a bit¿. It was reported the surgeon was able to repair the tissue. The patient outcome was reported as ¿okay¿. No additional information is available.